Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the user found "something sticky on one side of the balloon near the balloon seat" prior to use. No patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample was returned for investigation. Visual examination on the catheter showed no obvious abnormality or defect. It was observed that the returned sample was free from sticky condition. The component was intact and in good condition. Based on the analysis conducted, no defect was found on the returned sample. No sticky condition was noticed on the returned sample. The catheter was intact and in good condition. Therefore, the complaint is not confirmed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the user found "something sticky on one side of the balloon near the balloon seat" prior to use. No patient involvement.